Event description:
It was reported that the patient presented to the cath lab for an implantable cardiac monitor implant procedure. The patient was prepped and draped in a sterile fashion. The physician implanted the device at the second intercostal space with no r waves seen and there was noise noted. The monitor was re positioned to the fourth intercostal space. At this location, there were also no r waves and there was noise noted. At this time, it was decided to replace the device with a new monitor. The new monitor was implanted and successful numbers were obtained. No new pocket was created. The patient was discharged.

Manufacturer narrative:
The reported field event of a sensing anomaly was not confirmed in the laboratory. The device was tested on the bench using automated testing equipment and no anomalies were found. The device was cut open and visual examination of the feed-through pins which indicated moisture getter contamination on the sense and antenna pins. A manufacturing anomaly may have occurred that resulted in the moisture getter contamination. As a result of this finding, abbott is performing further investigation.